Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v581929, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s friend or family member was not being able to adjust stimulation and the patient programmer display showed a ¿call your doctor¿ icon and had a power on reset (por) condition. The patient had a shock treatment to put their heart back into rhythm and this morning they saw the doctor icon along with a ¿pov¿ message on the programmer. It was confirmed several times and they indicated they saw a pov message and not a por message. The friend or family member would go to see the patient later and recheck the patient programmer. The patient had the shock treatment on (B)(6) 2014 and the device was turned off and the patient decided to leave the therapy off until they saw their cardiologist. The patient had their first appointment with the cardiologist on (B)(6) 2014 and they confirmed that the patient¿s heart rhythm continued to be regular. The patient attempted to turn therapy back on 6 days ago and saw the doctor icon. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.